Manufacturer narrative:
(B)(4)

Event description:
On an unknown date in (B)(6) 2007, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2012, the patient underwent the reintervention and the 25mm palmaz device was implanted proximally below the renal arteries. It was reported that the endoleak was not presented when palmaz stent was placed. The cause of the procedure is unknown. On (B)(6) 2014, the follow up computed tomography scan (CT) revealed the endoleak type I or type ii, and it was reported that the aneurysm enlarged in the last 12 months from 55mm till 62mm. The physician is monitoring the patient.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Also was implanted pxc141200/05115577. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.